Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: as no lot number was provided, no review of manufacturing records could be performed. One sample was returned for evaluation. In an attempt to find the location of the leak between the inner and outer lumen, water was passed through the set's inner lumen. Water was found to leak from a small hole in the inner lumen. No puncture was observed on the external wall of the tube. Visual inspection and functional testing of the sample could not determine a definitive root cause for the hole.

Event description:
It was reported that the disposable developed a leak that allowed the recirculating solution to mix with the infusate. The disposable was immediately disconnected and replaced. No patient injury occurred.